Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument was noted to have damaged insulation on the shaft of the instrument. The instrument was inspected after receiving the isi field notification related to the 5mm cannula ((B)(4)), and the damage was discovered. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the insulation was damaged in various places and has a .136 x.086 piece of insulation missing. The metal shaft was exposed as a result. The evidence was inconclusive, but the damage was likely due to misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.